Manufacturer narrative:
Concomitant medical products: 5568, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that about two weeks after their implantable cardioverter defibrillator (ICD) was implanted that the device began triggering alerts about every 5 hours. The alert was due to a lead warning for high rate non-sustained episodes and non-sustained ventricular tachycardia (vt). It was noted that the noise on the lead occurred during a carpal tunnel release surgery. The device remains in use. No patient complications have been reported as a result of this event.